Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they had red elevated sores on their abdomen from wearing the pod. The irritation was at the site of the cannula. The patient used a antibiotic cream to relieve the issue.